Event description:
The account alleged the head section will not lower and no cardio pulmonary resuscitation functions. No pt impact.

Manufacturer narrative:
The tech asked the account to replace the head down valve and the cardio pulmonary resuscitation valve. No further info is available on the repair of the bed at this time.